Manufacturer narrative:
The reported gas module was returned for investigation. Visual inspection concluded that there was contamination caused by a liquid spill on the one pc-board inside located in the gas module. Microscopic inspection also confirmed that there was a spillage of liquid with the consequence of potential short-circuit. Our conclusion regarding the reported matter is, that the cause for the event was in relation to the spillage of liquid on the circuit boards, which had led to a temporary short-circuit and generation of the reported failures during the pre-use checks tests (puc). Unexpected spillage of liquid (user error) on the control printed-circuit board (pcb) may result in a short-circuit and cause a stoppage of ventilation if the liquid spill were to occur during on-going ventilation. The device was manufactured in 2014 and has an ingress protection degree due to applicable requirements at that time.

Event description:
This is a follow-up report 1 for a previously received initial report (received on paper via mail) and an initial report that was delivered via the e-MDR system. The initial report that was received electronically via the e-MDR system was assigned the manufacturer report # : 8010042-2016-00131. The original initial MDR that was received on paper via mail had the manufacturer report # : 8010042-2015-00388. The original date of this report for the initial MDR received on paper was 09/04/2015. This record is being created as per the FDA's request. (B)(4).

Manufacturer narrative:
A supplemental medwatch report will be provided when the investigation is finished.

Event description:
It was reported that when performing the yearly preventive maintenance, the air gas module was found with water inside the filter. There was no patient connected to the anesthesia workstation at the time. (B)(4).